Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by abdomen pain and cloudy fluids. On the same day, the patient was hospitalized for the event. The patient was treated with unknown antibiotics. The patient was discharged from the hospital after thirteen days. Dianeal therapies were ongoing. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available.